Event description:
It was reported that the patient could not walk at all, she used to be able to walk, and this had been going on for several months. It was noted that the patient was told about a recall with respect to the lead end cap by her doctor. The patient had no falls or traumas associated with the symptoms. It was noted that the patient was worse, not better. The last time the patient saw her doctor was over four months ago, as the doctor was on medical leave. The patient¿s devices were currently on and it was noted that one of the lead contacts was not functioning. The patient was directed to contact a doctor. Please refer to manufacturer report # 3004209178-2013-16519. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3389s-40, lot # v798530, implanted: (B)(6) 2012, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot # v959668, implanted: (B)(6) 2012, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).